Event description:
It was reported that the door on the irrigation pump will not stay closed during a setoplasty bilateral turbinate reduction. Even though there was not a back-up device to complete the procedure, neither delay time nor patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to loose component include: 1. Normal wear and tear, causing damage as a result of consistent use over time such as opening and closing the saline door causing the hinges to become loose which in terms causes the door to become loose from normal wear and tear. Describe event or problem updated.

Event description:
It was reported that the door on the irrigation pump will not stay closed during a septoplasty bilateral turbinate reduction. Even though there was not a back-up device to complete the procedure, neither delay time nor patient injuries were reported. Attempts were made to retrieve further information but no response was received from the complainant.